Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a non-boston scientific left ventricular (lv) lead implanted. The pacing system analyzer (psa) numbers looked great, however the bipolar configuration showed impedances measuring greater than 2000 ohms. Right ventricular (rv) lead and left ventricular (lv) lead were switched to test values and found that impedances were normal within the range. The non-boston scientific lv lead was put back in the lv port and the rv lead went back in the rv port. Lead testing was normal at the predischarge the next day. This device and non-boston scientific lv lead remains in service. No additional patient adverse effects were reported.